Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd procedure performed on (B)(6) 2021. Prior to the procedure, upon opening the ligator shrink packaging, one of the bands was already released due to the suture being broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo provided by the customer showed the suture was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd procedure performed on (B)(6) 2021. Prior to the procedure, upon opening the ligator shrink packaging, one of the bands was already released due to the suture being broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo provided by the customer showed a suture was broken.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a150103 for the reportable issue of bands premature deployment. Medical device problem code a1401 for the reportable issue of suture break. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: d7a and h8.